Event description:
The green vent knob will not up regulate values for all settings and modes. Instead, it will max at the pre settings/fall continuously to a lesser setting, i.e. Clockwise motion of the knob fails. For instance, you can only go down a menu, not up, and sometimes it will go to one higher number but for only a moment then reset. Problem solving the machine to no avail. Power reboot, no avail. This however was not done for more than a few seconds, since the pt was under anesthesia. Hand venting for the case.